Event description:
Reporter alleged the customer received the results of 78 mg/dl, 60 mg/dl and 95 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the patient had a small seizure one minute after the last result. Reporter stated they treated the customer with some juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.